Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was experiencing high pacing thresholds. The rv lead was cut off at the hub, partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.